Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0aqkr, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was shocked during adjustment. It was noted the last time the patient saw their urologist, they shocked the patient bad. It was reported the patient had a couple little shocks when changing the frequency and program.

Event description:
It was reported the patient had an appointment on 2014 (B)(6). It was noted, the patient¿s device was off per patient request. It was reported, the overstimulation may have occurred during impedance and battery checks.